Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(, registration number: (B)(4). The chikai x 010 guide wire was returned for evaluation. It was found fractured at approximately 190mm from the tip with tearing of the polymer jacket. Proximal to the fracture end, the guide wire was curved. Distal to the fracture end, the guide wire was helically deformed. The polymer jacket was removed for observation purposes. Sem observation found that the surface of both fracture ends were uneven like stairs that indicated repeated bending stress had contributed to breakage of the guide wire. The fracture located on the shaft, and the coil wire remained intact. Measurement of the returned guide wire and correspondence of the fracture ends confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with wire and catheter manipulation had most likely contributed to the observed wire fracture. The applied bending stress would locally accumulate on the guide wire likely due to tortuosity of the vessel. When the accumulated bending stress exceeded the product design limit, it caused the shaft of the guide wire to fractured and become separated. Tearing of the polymer jacket was then caused by tensile stress generated with removal of the guide wire from the vessel. It was concluded that this evet was not attributed to product quality. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or press this guide wire with enough force to feel resistance. Pressing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the tip of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position. Otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [precautions] do not repeatedly bend and stretch the same position of the guide wire, or continuously turn it in a curved vessel for a long period of time; and, [malfunction and adverse effects] bending of the guide wire, damage such as separation.

Event description:
It was reported that an asahi chikai x 010 guide wire broke off during a tae to treat a davf in the cavernous sinus. The guide wire was advanced with a non-asahi microcatheter when the physician felt something wrong with wire manipulation. The guide wire was removed with the microcatheter from the patient. The removed guide wire was fractured broke off and the separated part was found inside the microcatheter. A new guide wire was replaced to resumed the procedure. The tae was successfully completed. There were no adverse patient effects associated with this event.